Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter. The smart coil was therefore removed and was not used in the procedure. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 139.0 cm from the proximal end. The pusher assembly was retracted distal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. The inner diameter (ID) of the introducer sheath and the pusher assembly mid-joint outer diameter (od) were measured and found to be within specification. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was retracted proximal to the introducer sheath friction lock. If the pusher assembly is retracted proximal to the introducer sheath friction lock during handling, resistance may be encountered upon advancement. During the functional test, resistance was encountered while advancing the smart coil from its starting position. However, the smart coil was advanced through a demonstration microcatheter without issue. The ID of the introducer sheath and the od of the pusher assembly mid-joint were measured to be within specification. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. This kink is incidental to the reported complaint. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.